Event description:
Patient reported experiencing erratic blood glucose levels of 50-400 mg/dl. Patient's normal blood glucose level was not provided. Patient reported taking correction via infusion device when blood glucose level was too high; no success. Patient reported then taking correction via pen; successful. Patient reported noticing loud noises at the bolus delivery. Patient stated she thinks that the insulin delivery is inaccurate. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: the daily total (daily basal rate and boluses) were between 38.6 iu and 60.2 iu. All programmed boluses were delivered. All errors and alerts are triggered correctly by the pump. Nothing unusual found in the pump history. The problem mentioned by the customer could not be reproduced.